Event description:
Outbound, pt reports she had a cartridge that she opened that the white cap was not attached to the tubing. Per the patient, she cleaned the tubing and proceeded to use the cartridge. The lot number for the cartridge is 3617338. No further details provided.